Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patients ipg was not holding a charge. It was mentioned that the patient underwent a non-device related surgery wherein the physician use electrocautery and fried the battery. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual 90970880-04).